Manufacturer narrative:
(B)(4). Date sent: 3/29/2023. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information: is it the surgeon¿s standard procedure to use a 60mm device in lap nephrectomy or were there patient factors that lead to the decision? If so, what were they? Dr benjamin routinely uses plee60a for his lap nephrectomy cases. I have never seen him use a 45mm stapler. Is it the surgeon¿s routine to take the renal artery and vein in one firing? Dr benjamin typically uses 1-2 firings of gst60w at the renal hilum. I have seen him do both techniques. Was there any difficulty at all experienced with the echelon 3000 device? The surgeon wanted to keep the device in the neutral/non-articulated position since his stapler port placement lined up perfectly for it . For some reason, it continued to flex between his hand and a large/dead kidney. He was able to complete 1 firing successfully. He was not able to keep it steady to place around the vessel for a second firing. While watching behind the surgeon, I validated that his hand was not touching the articulation buttons on either side while trying to place the stapler across the vessel. Can more details be provided regarding the patient pathology that led to decision to open? Patient suffered from xanthogranulomatous pyelonephritis (xgp), which turned the kidney rock hard and made safe dissection under lap visualization unsafe in the surgeons mind. The stapler issue did not cause the case to open as the surgeon already switched to a plee60a before committing to open the hand port incision. Approximately how many degrees was the device articulated due to the weight of the kidney? It looked as if the device articulated 10-15 degrees left each time it was put under pressure from the torque of the surgeon¿s hand (to get exposure) on one side and the weight of the kidney on the other side. Was the de-articulation noted during closing or during firing of the device? I validated the surgeon was able to remove the device from the hilum and de-articulate by pressing the home button. B1 and h1.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2023. D4: batch # 171c76. Correction : upon further review of the reported and additional information retained this event is being considered as reportable malfunction under 21 cfr, part 803. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. The articulation mechanism was totally functional during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 171c76, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a hand assisted laparoscopic nephrectomy the first two firings were successful. On the third firing across the renal artery and vein the weight of the kidney was forcing the device to articulate when it should not have. The case was converted to open due to patient pathology and a psee60a with white reloads was used to complete the case. No buttressing material was used.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is it the surgeon¿s standard procedure to use a 60mm device in lap nephrectomy or were there patient factors that lead to the decision? If so, what were they? Is it the surgeon¿s routine to take the renal artery and vein in one firing? Was there any difficulty at all experienced with the echelon 3000 device? Can more details be provided regarding the patient pathology that led to decision to open? Approximately how many degrees was the device articulated due to the weight of the kidney? Was the de-articulation noted during closing or during firing of the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.